Manufacturer narrative:
Results: photo inspection of the returned customer sample identified severed tubing. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5240654. Conclusion: in review of push button assembly, it was found that multivac knives were cutting into the blister packages and products during the sealing process. In review of historical pir data, this appears to be an isolated incident and not typical of the overall batch quality. CAPA (B)(4) has been initiated to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Event description:
It was reported that a complete and partial set of the 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer adapter's' tubing was included in a single package. This resulted in an incomplete seal, compromising sterility. No injury or medical intervention was reported.